Event description:
It was reported that a perforation occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, a perforation was noted. The device was removed. A covered stent was placed in the perforation. The procedure was completed with a different device. No complications were reported, and patient was fully recovered.